Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the device history indicates on (B)(6) 2013 at 0813, line a of the device was programmed in the dose calculation mode, ccu cca, to deliver norepinephrine 12mg/250ml with a dose of 0.300mcg/kg/min, weight (B)(6), at a rate ot 21.4ml/hr, vtbi (volume to be infused) of 250ml, for a duration of 11 hours, 40 minutes, and the delivery was started. Between 0814 and 0935, the rate was titrated up and down from 0.0-0.5mcg/kg/min six times. A review of the history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine and the delivery was started. No specific programming parameters were provided. It was reported the delivering rate of the norepinephrine was titrated according to the pt vital signs. No specific details were provided. After an unspecified length of time, it was reported the pt expired. It was reported the cause of death was due to the pt's health status. The customer contact reported the device did not contribute to the pt's death. Though requested, no additional information was provided, including specific event details and if any medical interventions were provided.